Event description:
On 20-jan-2026, the user reported that on (B)(6) 2026, they experienced hypoglycemia with a blood glucose of approximately 29 mg/dl. The user was able to treat the low blood glucose with glucose administered by emergency medical services, with assistance from caregivers. The user was treated by emergency medical services and did not require hospitalization.

Manufacturer narrative:
The manufacturer became aware on 20-jan-2026 that the user experienced a hypoglycemic event on (B)(6) 2026, that required emergency medical services intervention but did not result in hospital admission. Information provided by the caregiver indicated that the user was found unconscious at home, emergency services were contacted, and glucose was administered intravenously, after which the user regained consciousness. No emergency department evaluation or inpatient admission was reported. A review of the available information did not identify evidence of device malfunction at the time of the event. The incident appears most consistent with insufficient or delayed treatment of hypoglycemia in the setting of user management factors, including delayed response to alerts. Based on the information available, no device malfunction was confirmed. If additional information becomes available or if the device is returned for evaluation, a supplemental report will be submitted as appropriate.